Event description:
It was reported that shaft break occurred. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. The synergy stent was deployed without issue. However, upon removal, the device fractured. There were no issues with the stent deployment and nothing was left behind in the body. The procedure was completed. There were no patient complications reported.